Event description:
Paramedics were called to assist a 59 year old male pt, (weight 150 pounds) who was in cardiac arrest. Two paramedics experienced bending of the straight laryngoscope blade (size unreported) "when upward force was applied." The blade was not long enough to clearly visualize the vocal cords. The blade was not returned for evaluation. When attempting a second time to intubate using another blade, the fiber optic (light wand) was broken off. It is unclear if it broke prior to or during the intubation attempt, but the lack of a light source aborted further laryngoscope attempts. A surgical cricothyreotomy was performed to establish an airway. "Prehospital resuscitation continued with attempts at transcutaneous pacing, use of the entire epinephrine field, the medical malfunction of the laryngoscope blade does not appear to have caused or contributed to the pt's death." Reusable metal laryngoscope blades are not carried in the ems vehicles.